Event description:
It was reported that the ventilator generated an alarm indicating a high positive end expiratory pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The pressure error was reported. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. According to the information provided by the technician, the records for high peep (positive end expiratory pressure) alarm were found in device's logs. However, the issue was not reproduced by the technician during inspection. The device passed all performance tests and could be returned to clinical use. No parts were replaced. No further failures were reported. The evaluation of device's logs confirms reported problem. The most probably cause of the reported increase in peep was occlusion in the patient circuit. The issue was decided to be reported due to high pressure delivered to the patient. The root cause to the reported issue has not been determined. #h4 manufacture date: previous manufacture date: 10/27/2020. Corrected manufacture date: 10/23/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.